Manufacturer narrative:
D9 - date returned to mfg: 8/1/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. As received, there were no damages or anomalies observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: june 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air leak. There was no patient involvement.